Event description:
Initial result for a pt sodium/potassium was 97/2.9 mmol/l. When repeated, the results were 143/4.1 mmol/l. The incorrect results were not used to guide therapy. The field service rep found some sample racks were broken and corrected the issue by replacing the racks.